Manufacturer narrative:
Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
The reporter indicated the surgeon attempted to implant a cc4204a single-piece collamer lens, +22.0 diopter, in the patient's eye on (B)(6) 2016. The surgical technician loaded the lens and the lens tore in half-down the middle. No defects were noticed. The reporter could not confirm "user error". The surgeon used the backup lens. No patient contact. No further information available.